Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pacing impedance measurements. The health care professional (hcp) had called in for having this device into magnetic resonance imaging (MRI) mode. It was noted that this rv lead was permanently programmed to unipolar configuration and MRI mode cannot be entered when there is unipolar configuration. The impedance measurements indicated that there could be impairment of the conductor. The hcp questioned if this lead was damage and could affect MRI compatibility. Ts stated that this system shall only be considered MRI conditional if all conditions were met including no evidence of a fractured lead or compromised pulse generator-lead system integrity. This rv lead currently remains in service. No adverse patient effects were reported.